Event description:
It was reported a cadence size 1 insert trial. 6mm broke in total ankle system case today. It is unknown the exact moment when the event happened and how the procedure was resumed. No patient injuries or other complications were reported. No further information is available.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. Evaluation of the returned device found that the tabs/slot of the trial were damaged. A portion of the tab was broken off and missing. This aligns with the reported failure. In addition, there were deep gouges near the opening and denting along the edges of the device. Evaluation of the returned device indicates that the most probable cause for the breakage is wear due to normal use. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.